Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient who noticed blurred vision especially at a distance like a film over the eye all the time. Epithelial basement membrane dystrophy (ebmd) with epithelial clumping was noted. Topical steroid dosage was increased. The patient was instructed to taper the topical steroid and use sodium chloride hypertonicity ophthalmic drops and ointment. The patient is scheduled to return for evaluation. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. No technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which might have caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).